Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and /or complaints reported from this lot. Based on the limited information provided, the investigation was unable to determine conclusive cause for the reported difficulties. There was no damage noted on the stent delivery system (sds) during the inspection before to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the stent of an 7x59mm omnilink elite stent delivery system (sds) dislodged from the balloon. The stent could not be retrieved, so the patient was sent to surgery. Their current status is unknown. No additional information was provided.